Manufacturer narrative:
The evaluation of the returned device confirmed internal driveline wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 0.75 inch from the pump housing. The distal end of the driveline was returned in three segments (listed from proximal to distal); an 8.5-inch segment, a 9.75-inch segment, and a 19-inch distal end segment. The driveline segments were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual examination of the wires in the 9.75-inch segment revealed breaches to the insulation of the brown, green, and yellow wires. The damage to the brown wire was approximately 9.75 inches from the pump housing, the damage to the green wire was approximately 10.25 inches from the pump housing, and the damage to the yellow wire was approximately 10.5 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing/movement over time at this location. The damage was then bypassed and the remainder of the 9.75-inch segment was submerged in a saline solution for high-potential testing to further verify the integrity of each wire's insulation. The 8.5-inch segment and 19-inch distal end segment of the driveline were submerged as well. This test did not reveal any additional areas of current leakage. Because the driveline was severed near the pump housing, the pump-end segment was unable to be tested for current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the system controller log file could have resulted from a phase-to-phase short if the exposed conductors from the brown wire and the exposed conductors from either the green or yellow wires made simultaneous contact with the metal braided shield while the system was connected to either the power module or batteries. These alarms also could have resulted from a short to ground if the exposed conductors from the green and yellow wires made contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the system was supported by the power module. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of device also revealed no evidence of depositions or thrombus formations. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 8 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6). It was reported that on (B)(6), after over 2.5 years of support, a pump stoppage occurred while the system controller was connected to battery power. A pump stoppage also occurred when the system controller was connected to an ungrounded patient cable for use with the power module. The patient reportedly felt dizzy. A pump exchange was performed on (B)(6). No additional information was provided.